Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc hammock were used. The patient experienced pain, dyspareunia, bleeding, and infection, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. The patient underwent mesh removal/revision on (B)(6) 2012 due to incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, and posterior repair due to sui, rectocele, enterocele, gaping introitus, and second degree cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections, depression, pelvic muscle pain, urinary frequency, irritation in vaginal area, and groin pain.

Event description:
It was reported that following insertion the patient experienced urinary tract infections, depression, pelvic muscle pain, urinary frequency, irritation in vaginal area, and groin pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.